Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and caused the threshold suspend to be activated inappropriately. The sensor reading was 59 mg/dl when the sensor reading was 144 mg/dl. The sensor will be replaced and returned for analysis.